Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows eight successfully performed treatments. The treatment could be identified in the logfile. The user performed energy checks before each patient. All treatments were performed without interruption and the eye tracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. Without sufficient post-operative data no further evaluation can be made. A root cause for the customer¿s reported event could not be determined conclusively; it is unlikely that a product malfunction contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with a poor result, induced astigmatism, possible central islands in left eye of a patient, after lasik surgery. There are two related reports for this patient. This report addresses the patient left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).